Event description:
During the index procedure the pt had one endeavor sprint rx drug-eluting stent implanted to the obtuse marginal coronary artery. Post procedural residual stenosis was 0% and the flow was timi iii in the treated lesion. The pt did not receive a peri-procedural loading dose of the study medication. Approx 9 months post deployment of the endeavor sprint stent the pt was admitted to the hospital with chest pain and elevated cardiac enzymes. The pt was transferred to the index procedure hospital where they underwent urgent cardiac catheterization. The pt was found to have developed more than 70% left main lesion and a cardiovascular surgery was consulted. Two days later the pt underwent a myocardial revascularization. The reported myocardial infarction -non st elevation was considered a life threatening event that required hospitalization. In the investigator's opinion, the event of myocardial infarction-non st elevation was considered severe in intensity, not related to the study drug, definitely related to the study device, and not related to the study procedure. The pt was discharged from the hospital four days post surgery to a sub-acute rehab facility. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (mi).